Event description:
It was reported the distal end of the channel on the videoscope was stripped down to metal, and it is suspected that the ethylene oxide (gas) valve cap was not placed on the unit during reprocessing. The issue occurred during reprocessing. No patient infections or injuries reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9 (device availability). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed the event occurred due to mishandling by the customer which led to a deviation from the instruction manual. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents: 6.6 ethylene oxide gas sterilization [caution] attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism (see figure 6.2). Olympus will continue to monitor field performance for this device.